Event description:
It was reported that survey respondent mentioned about catheter blockage and pain when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. No medical intervention was reported. Per additional information received on (B)(6) 2022, the customer also experienced urethral sphincter dysfunction. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that survey respondent mentioned about catheter blockage and pain when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. Per additional information received on 19aug2022, the customer also experienced urethral sphincter dysfunction. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that survey respondent mentioned about catheter blockage and pain when they were asked of the complications while using the biocath hydrogel coated suprapubic latex foley catheter. Per additional information received on 20-apr-2022, the customer also experienced urethral sphincter dysfunction. It is unknown what medical intervention is provided.